Manufacturer narrative:
This is one of two products involved with the reported event, in which is associated mfg report number: 9616099-2007-00556. However, during the investigation of this event, we were unable to distinguish which of the cyphers, if not both, was restenosed. Therefore, we are reporting this cypher, in order to be conservative in our reporting. This product, represented in d4, is distributed outside the united states. However, it is similar to us distributed drug eluting stents. This event involved a female pt with unk medical history. The reason for the pt's admission is unk. The index procedure involved a severely calcified de novo lesion in the left anterior descending (lad) artery. The pt had undergone implantation of at least one bare metal stent (2.5x28) in the proximal lad 18 months earlier. Multiple investigational attempts have been made to obtain vessel and procedural details. At this time, no further info has been forthcoming. The lad was described as severely calcified. There is no info regarding the length of the lesion, angulation, or bend. There is no info regarding vessel pre-dilation or difficulty accessing the target lesion. Two stents, were implanted. There is no info to determine if the stents were placed in an overlapping manner. Post-procedural info including percent stenosis and timi flow are unk. It is unk if post-dilation and intravascular ultrasound were conducted. The procedure was successfully completed without report of injury to the pt. Fifteen months post the index procedure; the pt was hospitalized for in-stent restenosis. While under florouscopy, the physician began to suspect the previous implanted had fractured. The physician performed a percutaneous transluminal coronary angiography without any reports of injury to the pt. Case films were rec'd and are pending review by independent consultant. The products remain implanted in the pt and thus will not be available for analysis. A device history record (DHR) review was unable to be conducted due to unavailable lot number. No corrective action is required at this time. Conclusion: restenosis is a known potential adverse event post stent implantation associated with the progression of coronary artery disease. Additional info will be submitted within 30 days of receipt.

Event description:
Approximately 15 months after cypher implant, the pt returned to the hospital due to in stent restenosis (isr). It is unk if one or both of the cypher stents implanted have restenosed. Under the fluoroscopy, doctor suspects a stent fracture of the. The doctor decided to use a ptca for the procedure, and pt came out safe. The female pt, underwent implantation of a bare metal stent, 2.5 x 28mm (bms) in the proximal left anterior descending (lad) 18 months prior to the cypher implant. The characteristics of lesion were severely calcified. During the index procedure, a de novo lesion in the lad was treated.